Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2015. Patient's mother reset the receiver but reset was unsuccessful. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 02/23/2016. The complaint of loss of connection was confirmed. A root cause could not be determined.